Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2024-00016, device 2 is being reported under MDR 2247858-2024-00017 and device 3 is being reported under MDR 2247858-2024-00018. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Aneurysm growth was noted on CT obtained 4/19/2023 prior to 2-year follow-up for subject tpa-049-002 despite "aggressive type ii endoleak treatment". The subject was suspected as having a type ia and ib endoleak after review of the CT that they were admitted on (B)(6) 2023 for re-intervention same-day involving a proximal extension of aaa with a medtronic 32x70mm aortic cuff, fixation of proximal extension of aortic cuff with 6 endo anchors, and medtronic 20x82mm extension of left iliac limb. No endoleaks were noted on the post angiogram." Per investigator notation: "reviewing chart it looks like initial deployment was low. I do not think migration was an issue". Patient outcome: "the subject was discharged on (B)(6) 2023 without complications. Patient to resume their xarelto 20mg daily. Subject had a 2-year non-contrast CT completed on 19oct2023."

Event description:
"Aneurysm growth was noted on CT obtained (B)(6) 2023 prior to 2-year follow-up for subject tpa-049-002 despite "aggressive type ii endoleak treatment". The subject was suspected as having a type ia and ib endoleak after review of the CT that they were admitted on (B)(6) 2023 for re-intervention same-day involving a proximal extension of aaa with a medtronic 32x70mm aortic cuff, fixation of proximal extension of aortic cuff with 6 endo anchors, and medtronic 20x82mm extension of left iliac limb. No endoleaks were noted on the post angiogram." Per investigator notation: "reviewing chart it looks like initial deployment was low. I do not think migration was an issue".patient outcome: "the subject was discharged on 5/19/2023 without complications. Patient to resume their xarelto 20mg daily. Subject had a 2-year non-contrast CT completed on (B)(6)2023."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2024-00016, device 2 is being reported under MDR 2247858-2024-00017 and device 3 is being reported under MDR 2247858-2024-00018.bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.